Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter for the patient contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter displayed inaccurately high readings compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the patient noticed that the meter was reading inaccurately on (B)(6) 2015, when the patient obtained an alleged inaccurately high blood glucose result of "156 mg/dl". Meter to feelings/normal result comparisons are invalid for the purposes of determining an inaccuracy. The reporter indicated that the patient manages his diabetes with insulin (self-adjuster) and that every evening between 9-11 pm, the patient administers 26 units of lantus insulin. The reporter claimed that "between 1 and 10 minutes" after the start of the alleged issue, the patient developed symptoms of "sweating, shortness of breath and weakness". The reporter claimed that the emergency medical service (ems) was contacted and blood glucose results of "39 and 40 mg/dl" were obtained on the ems meter at 1:10 pm. The reporter also claimed that the patient was treated by a healthcare professional (hcp) with "IV glucose" at 1:10pm. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the reporter did not have control solution with which to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the reporter alleged that the patient obtained inaccurately high results with the subject meter, administered medication based on the results and reportedly developed symptoms of severe hypoglycemia which required treatment from an hcp, after the alleged meter issue began.